Manufacturer narrative:
No further follow up is planned. Evaluation summary: the wife of a male patient reported her husband's humapen luxura device was not releasing insulin. About one week prior to this complaint, the patient experienced a serious adverse event of hypoglycemic unconsciousness. Subsequently, the patient's physician reduced the prescribed units of insulin. The patient then experienced non-serious increased blood glucose levels along with the complaint that the device was not releasing insulin. The device was not returned for investigation (batch 1305b09, manufactured may 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While it is unknown what troubleshooting was performed or the exact nature of the problem, the patient support center was able to troubleshoot the device and confirm it was functioning normally. A complaint history review of the batch did not identify any atypical trends with regard dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is evidence of improper use. The patient did not prime the device. This may be relevant to the complaint that the device was not releasing insulin and the non-serious event of increased blood glucose levels, but it is not likely related to the serious event of hypoglycemic unconsciousness.

Event description:
(B)(4). This spontaneous case reported initially by two consumers, who contacted the company to report an adverse event and a product complain, concerns a caucasian elderly male patient. Medical history included hemodialysis, renal transplant and unspecified oral medications to diabetes. Concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), 45 iu in the morning and 15 in the afternoon, subcutaneously, for treatment of diabetes, beginning on an unspecified date in 2015. On an unspecified date, unknown time to onset, the patient experienced blood glucose increased. No further information was provided. Information regarding values and laboratory exams were not provided. On (B)(6) 2016, reported as approximately one year after the beginning of the human insulin nph, via humapen savvio gray, humapen luxura champagne, and humapen luxura burgundy, the patient experienced a hypoglycemic crises that led him to fainted in the car while was at his physicians office, which was considered serious by the company due to medically significant reason. Glucose solution was administered in the physicians office and the patient also received some candies as corrective treatment. The patient recovered from the hypoglycemic faint at the same day. Then the patients physician reduced the human insulin nph to 40iu at morning and 10iu at afternoon, however after that, on an unspecified date in (B)(6) 2016, the patients blood glucose increased was worse. Information regarding corrective treatment was not provided. The patient did not recover from the blood glucose increased. On (B)(6) 2016, troubleshooting was performed with the three devices because they were not working properly, and were not releasing insulin: humapen luxura burgundy (product complaint (B)(4)/lot 1307b06), humapen luxura champagne (product complaint (B)(4)/lot 1305b09) and humapen savvio gray (product complaint (B)(4)/lot 1404v09). Troubleshooting with both luxura devices was successful. But, at the moment of the application the injection screw spun and the human insulin nph did not come out the needle of the humapen savvio gray (lot 1404v09) even after four attempts. The human insulin nph was continued. The patient and his wife operated the device and both were trained. The patient used humapen savvio gray device model and the reported device for six or seven months, and the humapen luxura burgundy and humapen luxura champagne for unknown time. The humapen savvio gray was available for return to manufacturer. Since the humapen luxura burgundy and humapen luxura champagne were successfully troubleshot, they were not returned. Both reporting consumers did not relate the blood glucose increased and the hypoglycemic faint to human insulin nph treatment. Update 17may2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 20may2016: upon internal review on 20may2016 the case was unlocked to specify with device was not resolved during troubleshooting and add the information that humapen savvio gray would be returned to the manufacturer. Update 23may2016: upon review, the case was opened to associate the correct product complaint number with the correct device, and to place the product complaint information in the correct chronological order in the narrative. Update 21jun2016: additional information received on 21jun2016 from the global product complaint database for both humapen luxuras added the device specific safety summary; and manufactured date of the device; added the devices were not returned; updated the improper use and storage to yes for both devices; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00134, since there is more than one device implicated.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported initially by two consumers, who contacted the company to report an adverse event and a product complain, concerns a caucasian elderly male patient. Medical history included hemodialysis, renal transplant and unspecified oral medications to diabetes. Concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n), 45 iu in the morning and 15 in the afternoon, subcutaneously, for treatment of diabetes, beginning on an unspecified date in 2015. On an unspecified date, unknown time to onset, the patient experienced blood glucose increased. No further information was provided. Information regarding values and laboratory exams were not provided. On (B)(6) 2016, reported as approximately one year after the beginning of the human insulin nph, via humapen savvio gray (lot 1404v09), humapen luxura champagne (product complaint (B)(4)/lot 1305b09) and humapen luxura burgundy (product complaint (B)(4)/lot 1307b06) the patient experienced a hypoglycemic crises that led him to fainted in the car while was at his physicians office, which was considered serious by the company due to medically significant reason. Glucose solution was administered in the physicians office and the patient also received some candies as corrective treatment. The patient recovered from the hypoglycemic faint at the same day. Then the patients physician reduced the human insulin nph to 40iu at morning and 10iu at afternoon, however after that, on an unspecified date in (B)(6) 2016, the patients blood glucose increased was worse. Information regarding corrective treatment was not provided. The patient did not recover from the blood glucose increased. On (B)(6) 2016, during a troubleshooting performed with three devices, at the moment of the application the injection screw spun and the human insulin nph did not come out the needle to humapen savvio gray (lot 1404v09) even after four attempts. The human insulin nph was continued. The patient and his wife operated the device and both were trained. The patient used humapen savvio gray device model and the reported device for six or seven months, and the humapen luxura burgundy and humapen luxura champagne for unknown time. The humapen savvio gray would return to manufacturer and if device is returned, evaluation will be performed to determine if a malfunction has occurred. Since the humapen luxura burgundy and humapen luxura champagne are not being returned, evaluation for a malfunction is not possible. Both reporting consumers did not relate the blood glucose increased and the hypoglycemic faint to human insulin nph treatment. Update 17may2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 20may2016: upon internal review on 20may2016 the case was unlocked to specify with device was not resolved during troubleshooting and add the information that humapen savvio gray would be returned to the manufacture.